Event description:
The customer called and reported her blood glucose continued to go high after changing out her infusion set. Her blood glucose was 493 mg/dl but had risen to 518 mg/dl at the time of this report. Customer was advised to change entire set, reservoir and insulin. Customer was not feeling well enough to troubleshoot and it was stated she would treat and call back for further testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.